Event description:
It was reported that a cassette disconnected from a pd solution bag during use, resulting in a leak. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A dimensional inspection of the spike's ports found them to be within specification. The device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.